Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with ventricular tachycardia (vt) and was cardioverted by the physician. It was suspected that the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for the vt because the rates were below the programmed detection. It was also reported that the right ventricular (rv) lead was observed with intermittent undersensing during non-sustained ventricular tachycardia episode. The device and lead remain in use. No further patient complications have been reported as a result of this event.